Event description:
This is being filed to report the clip caught in the anatomy resulting in foreign body when it was deployed at an unintended location. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. While advancing the clip delivery system (cds) though the left atrium (la), strong resistance was noted. It was noted the clip became stuck in the pericardium above the aorta. The cds could not be retracted to the la therefore the decision was made to deployed the closed clip where it was stuck. The cds and steerable guide catheter (sgc) were removed and the procedure aborted with the mr remaining at 3-4. The atrial septal defect (asd) was closed with an occluder. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming caught in the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.